Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer powered on without an error; however, error in the programmer parsing sheet confirmed an error recently occurred. Analysis was unable to confirm programmer would not respond to stylus pen; stylus functioned as required. It was noted the stylus cable insulation was found pinched but functional. Analysis also found the upper hinge plate was cracked; rf (radio frequency) head connector was loose on the lem (link electronic module) printed circuit board assembly, upper case was damaged, rubber pad on lower case was damaged, latch on media bay door was broken, latch tab on power cord bay was bent, and system fan was noisy. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported that on consecutive days, while interrogating devices, the programmer would not respond to the stylus pen. It was noted that then the programmer would print very slowly and a black screen with a grave error would appear mid-interrogation. The programmer was returned for repair. No patient complications have been reported as a result of this event.